Event description:
Allergan natrelle silicone implants placed (B)(6) 2016. Starting in (B)(6) 2016: debilitating vertigo, called 911, several ER visits for stroke like symptoms with no stroke (paralysis of arms, legs, feet, parts of face). Moderate fatigue. In 2017, continuing vertigo, severe brain fog, inability to think/speak correctly, continued numbness, tingling, paralysis, worsening fatigue, beginning joint pain and hair thinning, weight gain. In 2018, admitted for assumed stroke and put on heparin for 4 days during 3rd and final pregnancy and ended up being nothing per MRI. Ongoing horrible fatigue and visual issues/changes (seeing black spots, flashes of light) chest pain and many visits to ER. Saw neurologists, rheumatologist, neuro-ophthalmologist, cardiologist. Many tests (MRI, CT scans, blood work, echocardiogram, stress test) no answers. In 2019, unable to work. I have heart palpitations, vertigo, fatigue, vision problems, excruciating joint pain, chronic inflammation, tremors, insomnia, tinnitus, nerve pain, electric shocks, food and caffeine intolerance, hair loss, premature aging, continued weight gain/inability to lose weight and many, many other life altering symptoms that leave me debilitated daily with a non-existent quality of life. I am explanting (B)(6) 2019. By doing so I hope to rid my body of toxic implants and slowly regain my health as many others have. Thank you for your consideration in this matter.